Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the biphasic pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.

Event description:
The customer reported that during a daily device check, it was observed that their device had logged an event code and would not charge defibrillation energy. There was no patient use associated with the reported failure.